Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h4, h6, and h11 were updated. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the standby mode could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor would not come out of standby mode. The issue occurred during preparation for use of an unspecified procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.